Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, low r-wave amplitude was noted. During sensing test, post-paced t-wave oversensing was observed. Programming changes were made.